Event description:
Information was received that a smiths medical fluid warmer had a constant alarm.

Manufacturer narrative:
Additional information was received that the green operating light illuminated on the panel when the device was powered on. It was also reported the event occurred while testing.

Manufacturer narrative:
Device evaluation : one level one was received for investigation with a worn line cord. The device then underwent functional testing and was powered on. The water level/float switch began alarming immediately on power up. The investigation found that the float switch was not functioning as intended, causing the low water alarm to sound. Based on the evaluation and testing, the complaint was confirmed. The problem source of the faulty float switch was not identified.